Event description:
It was reported to boston scientific corp that an obtryx curved system was used during a sling placement procedure in 2007. According to the complainant, after the procedure, the pt is experiencing vaginal erosion. The pt has scheduled an appointment with her original physician in order to address this issue. Follow up with physician indicated that the procedure was successfully completed.

Manufacturer narrative:
The model number and lot number are not known; therefore, the device manufacture date, expiration date, and 510k# can not be determined.